Event description:
During a remote follow up, episodes of oversensing, inappropriate mode switching due to competitive atrial pacing and fusion/pseduofusion were noted on the device. Technical support was contacted and confirmed episodes of oversensing, inappropriate mode switching due to competitive atrial pacing and fusion/pseduofusion. The device was reprogrammed to resolve the event. The patient was stable.